Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. The pump was functionally tested and failed the activation test. Product analysis therefore confirmed pump malfunction as the probable cause of the event, as pump activation issues can lead to pump malfunction. The product record review confirmed the reported events do not represent an unanticipated event. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient was unable to use his ams 700 inflatable penile prosthesis because the pump would freeze, remain flat and not refill. A cat showed that the reservoir was full and did not appear to have fluid loss. The patient will be scheduling an exploration visit because of possibility of kinked tubing. Additional information received stated that the pump could not be reset with multiple maneuvers. The patient will be seeing his urologist to discuss surgery. It was further reported that the pump was removed and replaced. Patient stated pump stopped working in fall 2019 and cylinders would not inflate. Capsule was found around pump.

Event description:
It was reported that the patient was unable to use his ams 700 inflatable penile prosthesis because the pump would freeze, remain flat and not refill. A cat showed that the reservoir was full and did not appear to have fluid loss. The patient will be scheduling an exploration visit because of possibility of kinked tubing.

Event description:
It was reported that the patient was unable to use his ams 700 inflatable penile prosthesis because the pump would freeze, remain flat and not refill. A cat showed that the reservoir was full and did not appear to have fluid loss. The patient will be scheduling an exploration visit because of possibility of kinked tubing. Additional information received stated that the pump could not be reset with multiple maneuvers. The patient will be seeing his urologist to discuss surgery. It was further reported that the pump was removed and replaced. Patient stated pump stopped working in fall 2019 and cylinders would not inflate. Capsule was found around pump.